Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs determined that the error message sf180 was a single occurrence and could not be reproduced during in-house testing. The evaluation also determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The battery and the pneumatic block were replaced to address these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an sf180 error message indicating a battery charger fault. The device also failed to complete its internal self-test. The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed several occurrences of system fault error alarms (sf 180). Based on all available information and investigations of similar complaints, the investigation determined that the reported system fault error alarm (sf 180) was due to an isolated component failure within the battery assembly. The device was not in use when the fault occurred therefore there was no patient involvement. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an sf180 error message indicating a battery charger fault. The device also failed to complete its internal self-test. The device was not in use when the fault occurred therefore there was no patient involvement.